Manufacturer narrative:
The manufacturer previously reported in reference to an everflo oxygen concentrator. The manufacturer received information that the nursing staff of the facility heard a loud noise and saw smoke coming from the device. The patient was disconnected from the device and removed from the room. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center. During initial evaluation of the device, it was noted that the capacitor is burnt, sieves were clogged, the compressor is defective, pca is defective, inlet filter needs to be replaced due to preventive maintenance, and front cabinet is cracked. The device was returned unrepaired. The manufacturer is submitting a final report at this time.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer was contacted in reference to an everflo oxygen concentrator. The manufacturer received information that the nursing staff of the facility heard a loud noise and saw smoke coming from the device. The patient was disconnected from the device and removed from the room. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the evaluation pil was able to confirm the reported allegation of " explosion of an oxygen extractor" due to the thermal damage on the motor drive capacitor which was likely due to the capacitor being faulty. Review of the complaint record also documented service noted the capacitor is burnt, sieves were clogged, compressor is defective, and the front cabinet is cracked. External inspection identified crack on the front enclosure. Scratch on the front enclosure. Broken tabs on the whisper cap. Dust-like contamination at the air inlet of the rear enclosure. Scratches on rear enclosure. Internal visual inspection identified dust-like contamination on the outlet vent on the rear enclosure. Thermal event on the motor drive capacitor. Black/grey contamination on the rear and front enclosures (most likely due to the thermal event on the motor drive capacitor). Dust-like contamination on the fan assembly. Dust-like contamination on the clear tubing. Rust-like oxidation on the compressor springs. Dust-like contamination on the power switch. Damaged blue foam (likely from the compressor). Oxidation on the eccentric of the compressor. Mineral-like deposits on the compressor (most likely due to water ingress/condensation). Dented sieve cans. Although pil was unable to power on the unit due to it physical condition (thermal event on the motor drive capacitor). The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer was contacted in reference to an everflo oxygen concentrator. The manufacturer received information that the nursing staff of the facility heard a loud noise and saw smoke coming from the device. The patient was disconnected from the device and removed from the room. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.